Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the motor device had damaged locking components, exhibited vibration, was loose, leaked liquid, had foreign substance/debris/cleaning/sterilization and missing components. It was further determined that the device failed pretest for loctite assessment, cable assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body. It was noted in the service order that during pre-surgery, it was discovered that the motor device did not work properly. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.